Manufacturer narrative:
Non-healthcare professional. A voluntary medwatch form 3500/3500b was received; report number mw5078292. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the patient had a "lead replacement" about one year earlier. Follow-up with a healthcare professional at the pacing clinic clarified the right ventricular lead was revised, the lead has since been "working fine" and it remains in use. It was additionally reported by the patient that during the initial implant procedure, there was "immense pain" and the sensation of the "right side of the heart pounding." The patient experienced a pericardial effusion four days later and then about one month later, as pain continued, an electrical shocking sensation was felt and the patient was told the lead "was not working" so then it was "replaced" (nay revised.) No further patient complications have been reported as a result of this event.